Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states:¿inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure." In this case, it was likely that device use contrary to instructions in the dfu contributed to the reported balloon burst. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc guidewire was advanced, a 1.0 non-bsc balloon catheter was advanced to inflate the lesion but was replaced with a 2.00mm x 12mm emerge¿ balloon catheter. Upon first inflation the emerge balloon ruptured at 20 atmospheres after being inflated for 10 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.